Event description:
It was reported that the threshold on the atrial lead had increased and there was intermittent capture. The lead remains in use but will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.